Event description:
Following an atrial fibrillation procedure, the physician was concerned about pulmonary vein stenosis. During the procedure, it was not possible to isolate veins on the right side. The system gave no errors, the catheter and electrodes looked good, cf and ablation metrics were good, the only issue was the inability to isolate. The left side was attempted, and the same issue was noted. The catheter was replaced, but when attempting to zero the contact force, the values increased. The tactisys was then replaced and the procedure was completed with no consequences to the patient. However, the physician was concerned about pulmonary vein stenosis due to ablation. It should be noted that stenosis was not confirmed and no testing was done to see if it had occurred.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Both thermocouples and the magnetic sensor met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stenosis remains unknown.